Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
2 out of the 3 brush heads have broken during use; a piece broke off inside the head and the head no longer turned [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on 18-oct-2016 that he or she had been using oral-b precision clean brushheads for many years, but the last three pack purchased had been faulty. Two of three brush heads had broken during use. The first brush head lasted 2 days before a piece broke off inside the head and the head no longer turned. The second brush head lasted about two weeks when the same problem occurred. The reporter stated he or she was now using the last brush head from the pack, and was waiting for it to break. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Two out of the 3 brush heads have broken during use; a piece broke off inside the head and the head no longer turned [device breakage]. No adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on (B)(6) 2016 that he or she had been using oral-b precision clean brushheads for many years, but the last three pack purchased had been faulty. Two of three brush heads had broken during use. The first brush head lasted 2 days before a piece broke off inside the head and the head no longer turned. The second brush head lasted about two weeks when the same problem occurred. The reporter stated he or she was now using the last brush head from the pack, and was waiting for it to break. No symptoms developed. Concomitant product: oral-b rechargeable toothbrush, version unknown. The 22-feb-2017 consumer follow-up report via e-mail: the consumer reported that he or she did not have the brush heads, and he or she had no more problems after the first two brush heads. No symptoms developed.